Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced muscle stimulation. The ventricular lead was capped and replaced. No further information could be obtained.